Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubing is damaged and when collecting blood it leaks out. Date of event is 28-jan-2021. It is unknown how many wingsets received damaged. They have had 6-8 leaking wingsets. A lab tech was exposed to blood but no post exposure testing was performed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: bd received 5 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for damaged (sliced) tubing with the incident lot was observed. Additionally, 5 samples were received for evaluation and were subjected to a visual inspection. 4 out of the 5 samples were confirmed to have a sliced tubing thus, confirming the indicated failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause of the damaged tubing is a result of the jam that occurred during the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated: "the tubing is damaged and when collecting blood it leaks out. Date of event is (B)(6) 2021. It is unknown how many wingsets received damaged. They have had 6-8 leaking wingsets. A lab tech was exposed to blood but no post exposure testing was performed."